Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 400 mg/dl and also recieved loss of communication issue between pump and transmitter. The customer was treated with insulin pump (subcutaneous insulin infusion) for high blood glucose event. The event involved product(s) mmt-7841zw. Troubleshooting was performed for loss of communication between transmitter and insulin pump and the issue was not resolved. Pump in process of making multiple attempts to reestablish communication with the transmitter. Troubleshooting was partially performed for high blood glucose event. Customer has been using the insulin pump system within 48 hours of reported event. The customer was using the auto mode feature of the insulin pump. No further patient complications were reported. Product return for mmt-7841zw is not expected.